Event description:
Hip replacement - fractured ceramic head. Pt had a right hip replacement approx. 2 yrs ago. Recently noted a "popping" in area of hip replacement. He was diganosed with a fractured ceramic head.